Event description:
One was stuck in mine- vagina [foreign body in reproductive tract] hurt - vagina [vulvovaginal pain]. Case narrative: consumer reported via social media that the tampon became stuck. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.